Manufacturer narrative:
Correction: b7 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient experienced an infection due to dialysis and was hospitalized. No additional details were provided in the initial reporting. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2024 following cloudy peritoneal effluent fluid noted at home. Peritoneal effluent cultures and a white blood cell (wbc) count taken in the hospital (date unknown) presented with klebsiella (species not reported) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages and frequency not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was revised, and the patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course due to unrelated comorbidities and was discharged to home on (B)(6) 2024. It was confirmed that there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed pd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this infection cannot be determined; however, there was no indication the patient's peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient's adverse event.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient experienced an infection due to dialysis and was hospitalized. No additional details were provided in the initial reporting. Upon follow-up with the patient's pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2024 following cloudy peritoneal effluent fluid noted at home. Peritoneal effluent cultures and a white blood cell (wbc) count taken in the hospital (date unknown) presented with klebsiella (species not reported) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages and frequency not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was revised, and the patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course due to unrelated comorbidities and was discharged to home on (B)(6) 2024. It was confirmed that there was no indication the patient's peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed pd therapy on the same liberty select cycler at home post-discharge.